Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette with the actual amount of fluid remaining in the cassette was greater than the calculated one by 10 milliliters. No reported adverse effects.

Manufacturer narrative:
One cadd cassette reservoirs returned for analysis. The returned sample was received in used conditions inside a plastic bag, without its original packaging. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination and no defects were detected. The cassette sample was set for accuracy testing using pump cadd legacy plus and a balance mettler to look for unusual function, and no discrepancies were detected. The accuracy test was successfully passed. A review of the manufacturing process for p/n 21-7302-24, l/n 3736123 was conducted in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. Production performs a 100% in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Quality also takes a sample of 15 units at an interval of two (2) hours ± 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Root cause cannot be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed. No corrective actions for cassette are required since the complaint was not confirmed. As a preventive action, a notification of this complaint production personnel from cassette was notified by quality engineer on 29/jan/2019 as awareness of the defect reported by the customer.